Manufacturer narrative:
UDI number: (B)(4). Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the available information, the root cause for the valve stenosis 2 years and 6 months post valve implant could not be confirmed but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards implant patient registry, 2 years and 6 months post deployment of a 23mm sapien 3 valve in the aortic position, the valve was explanted, and a surgical valve was implanted. It was also noted that a surgical valve was implanted in the mitral position. Medical record review indicated the one year echo revealed the sapien 3 valve was well-seated with trivial paravalvular leak (pvl). The echo performed 2 years and 4 months post implant revealed the valve was well-seated, with 2 of the 3 valve leaflets fixed due to heavy calcification and thickening, resulting in severe stenosis of the sapien 3 valve. No valve vegetation was observed. The patient reported significant shortness of breath with minimum exertion, dizzy spells and syncope. Prior to the explant of the tavr valve, the native mitral valve was replaced with a surgical mitral valve. Excision of the previously placed transcatheter aortic valve, aortic root enlargement with a hemashield patch and aortic valve replacement with a surgical valve was performed. The patient tolerated the procedure well and was transferred to cvicu in stable condition. Post procedure, the patient was borderline hypoxic and was placed on ECMO. The patient was later removed from ECMO and was improving, but was still reported to be in critical condition. The patient developed respiratory failure requiring a ventilator for two weeks. A cva also occurred port procedure. At the time of the report, the patient was in stable but critical condition.